Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that an order for alteplase to be started at the rate of 1mg/hr (16.67ml/hr) was placed. They were able to program the pump accordingly, however, when the medication was scanned and a rate of 1mg/hr was selected, it would auto populate hourly rate of 17.67 ml/hr. This was not matching the order on the pump. After speaking to the pharmacy, they were issued a new sticker and the order was adjusted but the pump could not be reprogram to match the rate. The pump would not allow manual concentration change. The only option available matching the order was the concentration of 6mg in 100ml. The pharmacy was contacted again, and they were told to discard the old bag and hang a new one. After scanning the new bag, the issue reoccurred. The patient was not injured but there was a delay in medication.